Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Davinci surgery for prostate. Surgeon attempted to insert the applier into trocar, he found that the proximal side of the magazine was not fixed properly. He checked the magazine and noticed that the nail of the magazine, which is responsible for fixation to the applier, was missing. Surgeon changed the broken magazine to a new one. Surgeon used the new clip magazine, second clip jammed. When he tried to withdraw the instrument from the trocar, the clip magazine fell. The magazine was taken out of the abdominal cavity. The surgeon confirmed that the nail of the magazine was bent. Surgeon continued operation with third magazine. No further problems, surgery completed. Fragment that appears to be the missing part of the first magazine was found on the mayo-table.